Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought they last used their device maybe 2 weeks ago or 1.5 weeks ago. Patient stated this saturday they started seeing a message on their handset that said internal device has lost all data and to contact their clinician. Patient confirmed the only options they have is to end the session. Patient services reviewed message meaning and redirected patient to healthcare provider. The issue was not resolved through troubleshooting. Patient mentioned their managing doctor is at northwestern in chicago, il but does not have doctor's first/last name.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.